Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting intracapsular rupture diagnosed by mammogram. This relates to the right device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4; b5; d6b; d9; h3; h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported right side intracapsular rupture diagnosed by mammogram. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, d6b, h6.